Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. The transmitter cable needs to be replaced. No pt or staff injury was reported.

Event description:
The customer reported that the instatrak 3500 system's transmitter cable casing had split and the system would not recognize the cable. No pt injury was reported.